Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that during a spinal procedure upon fully seating rod into polyaxial screw, the set screw began to strip and was unable to engage the polyaxial head. Additionally, when surgeon placed ball ended driver into the shank of the screw and attempted to advance the screw. The screw was unable to be advanced the ball-ended driver as tip sheared off, leaving the tip inside the screw shank at the s1 location on the patient's left side. Despite several attempts, the tip of the driver could not be retrieved. The product was explanted and no further symptoms or complications reported. Additional information was received via manufacturer representative that there is no allegation against screw. There is no revision surgery scheduled or planned for removal of broken fragment. Procedure involved in the event was l3-5 lateral fusion, l5-s1 tlif, l3-s1 fixation with perc screws.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.